Event description:
It was reported, that the camera head had unclear image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: b6, b7. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and the costumer's allegation was not confirmed. The device evaluation found the following new reportable findings: cable leakage. Coupler fault/loose. Color faded and scratches in the charge coupler device lens. Based on the results of the investigation, the cause for the poor-quality image problem (unclear image) could not be identified as the problem was not detected. The causes for the new reportable findings could not be determined. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had unclear image. The issue was found during reprocessing. There were no reports of patient harm.